Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed into two segments. Visual inspection noted the helix was retracted. Resistance testing found the is-1 terminal segment of the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this ingevity lead was an attempted right atrial (ra) implant. During the implant procedure the lead tip lost contact with the myocardium and the physician was unable to reposition the lead. A second lead of the same make was attempted but the helix could not be extended. A competitor lead was implanted and the procedure completed. No adverse patient effects were reported.